Event description:
It was reported that as the physician removed the epidural catheter, it separated and a portion was retained in the patient. A surgical procedure was required to remove the retained catheter portion. There were no additional complications.